Event description:
S/p r breast reconstruction w/silicone implant. Developed capsular contracture, question loss of implant integrity with increasing loss of projection and poor reconstructive outcome.